Event description:
The customer reported via phone call that his blood glucose had been running high for a few hours, so he decided to change his set and he is not sure why he is still high. Customer declined troubleshooting for high blood glucose. Customer stated that he inserted a set in his leg and that is not a good area for him. Customer is changing it to his lower back instead where it works better. Customer stated that he only has one set/reservoir left and will be calling in the morning for some samples. Customer stated that his last blood glucose was 522 mg/dl. Customer will be shipped emergency supplies as a courtesy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.